Event description:
Additional information received from a company representative reported it took ~20 minutes to get to half charged. They had been at it for ~1.5 hours and it would not get to ¾ full. They had watched the recharger and it had 8 coupling bars the entire time. They didn¿t have the patient programmer (pp) with him to check what the battery level was displaying on it. Based on the day of report¿s recharge session/stats, the patient had stopped recharging at 3.85v. They were going to re-initiate a charging session and try to get the battery to 75%. Additional information received from the rep reported they were able to extract the most recent charging information from his device onto the clinician programmer. When the patient had come into the office, his device was below 50% charged. They spent a little over 2 hours charging his device. They were able to reach the 50% threshold by 10:20 am and were just below the 75% threshold when the patient left at noon. The patient¿s charging history showed that he spent about 25 minutes charging the day prior to report and he did not charge at all on monday. He had charged for 1.2 hours on sunday, not at all on saturday, and a total of 1.6 hours on friday. Since his ¿draw is significant¿ he would likely need to charge 1.5 hours per day. The consumer both saw the data on the screen and they seemed a bit surprised that they were not charging to where the patient had claimed. Prior to leaving on the day of report, the patient committed to spending 1.5 hours per day charging his device. The patient was able to reach the 75% threshold on his way home in the car.

Manufacturer narrative:
Concomitant product: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported they had recharged the day prior to report as usual and the device was usually at 25% when he would start recharging. They usually recharged once a day. The day prior to report, his stimulation turned off and his symptoms returned and he had freezing. They were doing normal afternoon activities when the loss of stimulation occurred. It was not related to positional movement or any trauma/falls. They checked the device with the patient programmer (pp). They had a loss of therapy due to a low ins battery. It took him 5 hours to charge to 75%. On the morning of report, the stimulator was showing "on and okay" but they were concerned that the ins battery level had already dropped to 50%. It was a sudden change in therapy. It was further reported 2 days later they had gone to the doctor. The patient needed a new recharger and antenna. They checked the coupling and they were getting full coupling and had no issues keeping it full but they had to recharge a lot. The issue was due to a lack of recharging. Therapy impedance was taken and they got 632 ohms and 642 ohms for each program. They had no program changes since the issue started. They patient felt his ins battery level was dropping quickly. They were charging every day or every other day and now they charged the night prior to report for 3 hours and again for 1.5 hours. It was confirmed the programmer showed his ins was low. A recharge interval calculation was going to be performed and the implantable neurostimulator recharger (insr) was to be replaced. The recharge interval calculation showed it would be 8.33 days until low and 11.1 days until empty. Additional information received from the company representative (rep) reported they were charging too often and had difficulty charging. The impedances were fine and when the patient was seen within the last week, they palpated the pocket and didn't notice anything and they were not able to recreate the issue. No symptoms were reported. Their recharge sessions were short (10-20 minutes) with low coupling bars and very little charging that actually happened. Additional information received from a health care professional (hcp) reported the patient got a new charger and his battery still would only charge to 50% and the charge would only last 24 hours. It was noted the patient would need to recharge every day for 90 minutes in order to maintain parity. To achieve a full charge, it would take longer because of his settings. The patient was charging every day for 3-4 hours at least. They would have to stop charging when it would get too hot though. He never broke 50% charge. This was not the way it was for the first 4-5 months of having the implant (implanted in (B)(6) 2015). They were worried the device was either defective or lasted 8.5 years less than predicted and needed to be replaced. The battery wasn't taking a charge. On (B)(6) 2015 the rep was going to meet with the patient to watch his charger to see that it was working properly while charging the device. It was further reported the patient charged over the weekend and was still having difficulty. The pocket was shallow with no redness and they hadn't had any weight changes. The patient used the holster during recharging before but stopped using it. They felt a warmth sensation during charging and therefore did not hold the antenna right up against the skin. It was confirmed this was only related to the act of recharging and not due to another device issue. It was inquired why the patient could charge from 0-50% in approximately 1 hour but then could not charge from 50-100% in 1 hour as well. The patient had tried many options to maintain good coupling but none of them seemed to work well for the patient as he was somewhat dyskinetic even when well-controlled. The rep spent almost 2 hours at the patient's home watching them recharge. Between the patient taking their medication every hour and a half and his somewhat persistent dyskinesia, he was challenged to keep the device well-coupled. The patient was able to connect the device but they thought there were 10 bars across the bottom instead of 8. The device was checked every 10 minutes as instructed and even though the patient would start out with full coupling bars, with his dyskinesia, when the device was checked later it would sometimes be 4 bars and sometimes 6. When charging the device, it could take 1-2 hours to move from 1/4 to 1/2. Four hours to fully charge up and up to 8 if coupling wasn't ideal. It was further reported the patient didn't use the harness because he didn't have good luck with it. They used an ace bandage to charge his implant. He was able to get the ins completely charged once a few months prior to report but hadn't gotten it past a half since. He had stimulation on all the time. They longest he could recharge in one sitting was 2 hours. Throughout the day he would charge for a total of 4 hours. The charged from 0-50% in 2 hours. During the call, the patient had all 8 coupling boxes shaded and the 3rd quarter of the battery was flashing/charging. Additional information received from the patient reported the replacement of the recharger did not resolve the freezing. The issue is that the stimulator was not holding a charge. The "new" recharger had not resolved the issue.